Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lots 63434p100, 60489p100 and 66327p100 were in use. The issue was resolved with the implementation of lots 69177p100 and 68117p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
In 2008, a female was implanted with a gore propaten vascular graft in an a-v access procedure in the upper arm from the brachial artery to the basilic vein. The following month, the patient presented with severe thrombosis without stenosis. A thrombectomy procedure was performed. The following month, the patient presented with severe thrombosis without stenosis and a vascular catheter was inserted. Approx a month later, a thrombectomy procedure was performed.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.